Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and determined that the front end fan of the main system was not functioning. As a result, the internal temperature of the device increased after prolonged operation, triggering a high temperature alarm. Upon disassembly, it was discovered that a cable was blocking the fan, preventing it from operating. After tidying up the cable and restarting, the fan worked normally, and all tests were normal. The unit is now functioning as intended and has been confirmed safe for normal use.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1: event site name:(B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation, the cardiosave hybrid - type I plug intra-aortic balloon pump (iabp) malfunctioned. The user reported errors indicating system overheating and fan failure. A high temperature alarm was triggered, and the user subsequently stopped using the device. No injuries were reported.